Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the failure ¿shaft is bent¿ was confirmed, however the fault ¿has a grainy view¿ could not be reproduced during inspection. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the outer tube a root cause could not be identified. Based on the results of the investigation, it is likely that the confirmed failure (shaft is bent) was due to the following: this event is caused by a component failure of the outer tube. The outer tube failure is a mechanical problem, but the cause of the outer tube failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope experienced a shaft is bent and grainy view issue during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.